Event description:
It was reported that during a stent procedure in a distal rca lesion, it was not possible to cross a mid lesion, therefore, the stent was deployed proximal to the lesion. Further attempts to access the mid lesion were unsuccessful, and the patient was sent to surgery.